Event description:
It was reported via literature that serious injuries occurred. A prospective, single center study was conducted from january 2022 to october 2023 to evaluate the safety and efficacy of pulse field ablation in patients with drug refractory symptomatic persistent atrial fibrillation undergoing ablation beyond the pulmonary veins and the impact of this ablation strategy on left atrial remodeling process and atrial and ventricular function. Ninety three (93) patients were enrolled in the study. During all procedures, the faradrive steerable sheath was placed via femoral venous access and the farawave catheter was advanced through the faradrive to the left atrium. Pulmonary vein isolation and posterior wall isolation were performed in all patients. Post procedurally follow up examination were conducted at one (1), three (3), six (6), and twelve (12) months. Of the 93 patients that underwent pulse field ablation, one (1) experienced vasospasm of the right coronary artery which resolved after administration of intravenous nitrates. Fifteen (15) patients developed a recurrence of atrial flutter or atrial tachycardia during the blanking period following the index procedure. Patient status no further information on the status of the patients is available.

Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This event was reported via a literature article, therefore detailed product information was not provided to bsc. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. This event was reported via a literature article and it is unlikely the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.